Event description:
It was reported that there were two blinatumomab doses prepared by baxter that have leaked and one of them had a pin prick leak. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
D4: provided lot numbers: 6026808 and 6026809. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One customer image was received showing a leak from the internal cassette bag. The complaint of leakage can be confirmed by the returned image. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.